Event description:
Caller alleged several false positive troponin (tni) results with triage cardiac profiler device, lot w45172. Three pts whole blood samples gave tni of 1.04, 0.20, and 0.11 where lab (centaur) had <0.05. No pt injury reports of invasive procedure(s) or injury.

Manufacturer narrative:
Investigation is pending.